Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified sign of repeated use. The bone drill is jammed in the cut guide holes. The dimension of the other holes were measured and found within specification. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Device available for evaluation: 00512008500 - bone screw drill 3.2 mm diameter - unknown product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00669.

Event description:
It was reported a cut guide and bone screw drill fused together during an initial surgery and was unable to be separated. There was a 1-2 minute delay. The surgeon removed the fused cut guide and drill from the tibial jig and opened a backup tray to complete the surgery. The surgical technique was utilized. There was no known impact or consequence to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.